Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. The representative was able to manipulate the collimator blades which freed them from being "stuck". Also, the mobile view station (mvs) uninterruptible power supply (ups) was tested and found no issues with it not maintaining mvs power when unplugged. No parts were replaced on the system. A full imaging system check-out was completed following troubleshooting and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that prior to a spinal fusion procedure, the imaging system was displaying an error and could not be used. The error stated, "error initializing collimator" and a system reboot did not clear the error. The imaging system was rebooted a total of 3 times without resolution. The use of medtronic imaging and navigation were discontinued because of this issue, and the case was delayed by less than one hour. No impact to the patient was reported. No additional details were provided.